Event description:
The 10mm amplatzer septal occluder (aso) was placed, but the aso embolized in the left atrium. Surgical removal of the aso, closure of the laa and mitral valve replacement was performed. Additional information is not available and is not anticipated.

Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the amplatzer septal occluder was not returned for evaluation. A review of the device history record could not be completed because the batch/lot # was not provided. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.